Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a month after an intraocular lens (iol) was implanted, it was exchanged for another lens due to patient having issues with the near vision as well as seeing objects as being distorted. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside a bag. Solution was dried on the lens. The optic is torn/cut into two portions. One optic portion has split/cracks into the lens material extending from the torn area. The other optic portion is scratched and has small split/cracks across the optic rings of the central optic area. Another split/cracked area is observed outside the optic rings area. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint of ¿vision issue in near sight and the objects are seen distorted¿. The lens was scratched and split/cracked across the central optic rings. The lens was also returned in pieces, typical of an insertion and removal. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. Information was provided that the 19.0 diopter lens was replaced with a 20.0 diopter lens. This may suggest that the increase in diopter for the replacement lens may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The product investigation could not identify a root cause for the reported complaint. Additional information was provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).